Event description:
During a de novo paroxsymal atrial fibrillation pulmonary vein isolation procedure, the patient experienced a cardiac perforation that required pericardiocentesis and surgery. The left sided veins had been isolated and the first pass of the right veins was completed. However, there were gaps remaining on the right side. Some additional lesions were applied on the right sided roof and on the anterior right carina. When ablating on the anterior right carina, the coronary sinus was difficult to cannulate. A pericardial effusion was noted in the coronary sinus (deep in a ventricular branch of the coronary sinus (inferior lv) on the ice catheter images. A pericardiocentesis was performed to remove the fluid, which was successful. The patient was stable at the end of the procedure. However, the patient was later transferred for open heart surgery to repair the perforation and required extended hospitalization.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information (d4) and 510k (g3) are not available. The results of investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information provided, the caused of the reported event remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.